Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to distal right coronary artery (rca). A 3.00 x 38 mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. However, it was noted that the edge of the stent struts were lifted when checked outside the patient. The procedure was then completed using a non-bsc device. No patient complications were reported and the patient's status was stable.